Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her left breast and the right side of her back. The area was described as red, itchy, burning with a sore under the left breast. The patient was using an over-the-counter hydro-cortisone cream recommended by an ER (emergency room) nurse. During a follow up the patient reported removing the device as it was blistering and had spread to the left side of her back. During a final follow up, the patient reported that the irritation had healed.